Manufacturer narrative:
Device log files were examined during servicing and revealed a protocol recovery error was recorded at the time of the event. The log file also indicated several improper forced shutdowns by the customer prior to the event, suggesting potential deviations from the proper shutdown procedures outlined in the technical guide. Comprehensive investigation and testing conducted by the service provider failed to replicate the unexpected reset or the incorrect dosing reported by the hospital staff. Upon arrival at the service provider, the device fully complied with all manufacturer specifications relevant to the product problem. Out of the abundance for caution and patient safety, the device's control pcb will be replaced. A review of the incident report indicates that this was an off-label use (pediatric patient) based on the indications approved for the noxboxi device. A review of complaint files for this reportable condition indicates the issue falls within established control limits. No further action is warranted at this time.

Event description:
(B)(6) hospital reported that while delivering inhaled nitric oxide (ino) therapy using the noxboxi device to an off-label pediatric patient a product problem occurred where the device reset unexpectedly. Prior to the unexpected reset, the device alarmed for an internal fault/system diagnostics and prompted the hospital staff to switch the device to manual backup mode. Following the reset, the device defaulted to an no dose of 0 ppm, resulting in a low dose alarm. The hospital staff successfully exchanged the device, and no adverse patient outcomes were observed.